Event description:
Screwdriver blade was broken during surgery. Surgeon completed the procedure using another blade without any delay.

Manufacturer narrative:
Investigation in progress but not yet complete.